Event description:
The facility reported an infusion pump with failure code 810:04 which occurred during biomed testing. The facility's representative stated that no pt injury was reported on this pump since the last baxter service event.